Event description:
The patient's mother reported the patient's blood glucose (bg) levels rose to 550 mg/dl while wearing the pod on the abdomen for between 5 and 24 hours. Symptoms reported include nausea and confusion. The patient's mother was unsure if the cannula was properly inserted into the infusion site and the pod was loose. The patient was taken to the emergency room (ER) due to diabetic ketoacidosis. The pod was removed when the patient arrived to the ER. 4 units of insulin was administered utilizing an insulin pen and fluids were delivered intravenously. The patient was discharged from münchen klinik schwabing after approximately 4.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.